Event description:
Boston scientific crm received information that this product was part of a system explant, due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
The device and leads were sent to hospital pathology for testing and will not be returned to our company.